Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown zimmer liner, unknown; unknown, unknown zimmer cup, unknown; unknown, unknown zimmer stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01214, 0001822565 - 2018 - 01213, 0001822565 - 2018 - 01216. Discarded.

Event description:
It was reported that the patient's left hip was revised due to loosening and dislocation. All components were revised. No further information has been provided.

Manufacturer narrative:
(B)(4). The reported event is confirmed. No products were returned; therefore, the visual and dimensional inspections could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search could not be performed. X-ray review identified that the acetabular component was loose and rotated. It was also noted that the femoral head was dislocated. This could result in instability, as well as possible hyperextension and extensor mechanism insufficiency. However, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.